Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.5/2.0/168 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. The lens was later exchanged for a same length lens but was implanted vertically due to low vault this exchange resolved the problem. Cause of the event was reporter as unknown.

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticmo12.6 -10.5/2.0/168 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a same length lens due to low vault. The lens was implanted vertically. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcenrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).